Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic sleeve gastrectomy, bleeding was observed. This resulted to extended patient hospitalization for 3 days.